Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that x-rays in the office showed the left lead had moved up very slightly by one electrode. This was related to the device or therapy. The patient was reprogrammed but the event was unresolved with no further action planned. No patient complications were reported as a result of this event.